Event description:
It was reported that the caller noted a lead warning. It was also reported that there was low impedance and some non-physiologic intervals. It was further reported that there was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low atrial impedance/resistance. Impedances under 200 ohms. The 4,633,000 low impedance paces post lead warning on (B)(4) 2011.